Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Im addicted to it. I am addicted to 9 different types of drugs. [Addiction]. I also use the biotene oral rinse but it does not work, its not good for overnight relief. (Expired product) [lack of drug effect]. Case description: this case was reported by a consumer via call center representative and described the occurrence of addiction in a (B)(6) year-old male patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for product used for unknown indication. Co-suspect products included glycerin (biotene original oral rinse (original)) mouth wash (batch number 5h06c1, expiry date 31st july 2018) for product used for unknown indication. Concurrent medical conditions included dry mouth. On an unknown date, the patient started biotene oral balance gel (aroma) and biotene original oral rinse (original). On an unknown date, an unknown time after starting biotene oral balance gel (aroma) and biotene original oral rinse (original), the patient experienced addiction (serious criteria gsk medically significant), lack of drug effect and expired drug administered. The action taken with biotene oral balance gel (aroma) was unknown. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the addiction, lack of drug effect and expired drug administered were unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on 13 apr 2021, consumer stated that "I have been using biotene gel for years and it works well, but I cannot find it. Im having trouble sleeping because of dry mouth, im addicted to it. I am addicted to 9 different types of drugs. I also use the biotene oral rinse but it does not work, its not good for overnight relief." Consumer was not aware he is using an expired product.